Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The cause for the monophasic pulse and reset during the pulse test was isolated to a defective inductor. T3, on the monitor defibrillator board. The defective t3 was found to have a high resistance across pins 5 and 6. The root cause of the defective inductor was unable to be positively identified. No adverse event resulted from the defective inductor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon eval, monitor sn (B)(4) fired a monophasic pulse and then reset during the pulse test. The last pt to use this monitor did not report any deficiencies.